Event description:
Cracked the safety valve has a tiny crack. Noted prior to procedure.   The valve had to be changed. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up emdr will be submitted.